Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was identified indicating three reboots occurred within a 24-hour period. Further assessment determined that the printed circuit assembly (pca) required replacement. In addition, an error related to verification of the flash drive format during device startup was observed. The device was also found to be missing the accessory port cover. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.